Event description:
A territory manager reported an end user experienced an issue when using a pvak -- 400 micron perforator and accessory vein ablation kit. It was reported that during preparation for the procedure, the fiber was connected to the unit. When it was turned on, the middle split and heat was emitting from the split, burning one of the towels. The procedure was completed with a new of the same device. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
Corrections: d2a, d4, e2, e3. Received one (1) pvak fiber for evaluation. As received, the fiber was returned in two pieces. The piece that contained the "burnt" end measured approximately 169.8cm from sma to "fracture". The other piece measured approximately 79.3cm from tip to "fracture". The tip was still intact (fiber measured approximately 16.0cm from black marker band to tip, which is within specification). The od of the fiber was measured near the fractured location and was in specification. The fiber tip is packaged such that the tip of the fiber is located under the coil wrap. A potential contributing factor for the fiber fracture is the coil wrap and/or the process of end user removing the coil wrap during the unpacking process. The customer's reported complaint of the fiber became burnt/melted and detached was confirmed based on evaluation of the returned complaint sample. The likely root cause for this event is fiber became fractured due to handling damage and when laser was turned on the energy escaped at the fractured location, resulting in the melting of the blue buffer layer and fiber detachment. When and how the fiber fracture occurred cannot be definitively determined. A DHR review of the indicated packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the directions for use which is supplied to the end user with the evlt fiber contains the following statements: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use: the venacure evlt 400 m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400 m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements: venacure evlt 400m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).